Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was also noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead shows absence of set screw marks indicating improper connection which may have resulted in the reported oversensing.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.